Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 16 issue was verified. Based on the analysis, the alleged malfunction 15 and minimum fill issues could not be verified.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Additionally, it was reported that a minimum fill notification occurred after the user reloaded the cartridge after the pump was reset. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.